Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. Subsequently, the ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. The ICD showed the device status eri. The charge drawn from the battery was checked, and an inconsistency was found in the process between drawn charge and measured battery voltage. Premature battery depletion was confirmed during the analysis. The analysis showed no indications of a limitation of the pacing and high-voltage therapy of the device. This device is affected by the safety corrective measure in the field, bio-lqc, communicated in march 2021.

Event description:
It was reported that the device was explanted due to battery depletion approx. 51 months after the implantation. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.